Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his electrode belt cables was pulled from the distribution node. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable pulled) has been confirmed. Upon evaluation, the cable connecting the distribution node (dn) and ECG c and d was pulled from the distribution node. The root cause of the detached cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the detached cable. The pt received a replacement electrode belt.